Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the federal drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was being instructed on the use of their insulin pump by a diabetes educator. After inserting the infusion set, the customer complained of pain, and the set was removed. Upon removal, the nurse noticed the site was wet with insulin and so was the catheter. The nurse stated that the entire reservoir had emptied. The customer's blood glucose was checked and the customer was sent to the emergency room, due to the risk of a hypoglycemic incident. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past event. The insulin pump, reservoir, and set will be returned for analysis.